Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized sometime in (B)(6) 2017 due to high blood glucose level of 400 mg/dl. Customer was changing the reservoir and noticed air bubbles in the tubing, treated the high reading by bolus via insulin pump. Customer experienced symptoms related to their high blood glucose such as getting disoriented. The customer's blood glucose at the time of admission was 700 mg/dl. Customer also reported getting sensor alert such as sensor updating and calibration error. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.